Event description:
It was reported the patient had a bilateral tmj replacement on (B)(6) 2009. Condyles had dislocated and patient was locked in the open mouth position. Implants were replced with custom tmj implants on (B)(6) 2009.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.patient had a bilateral replacement, see reports 1032347-2010-00017 to 00020.we have issued a CAPA (B)(4) for not filing the MDR within the required 30 days.